Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed unexpected restart error alarm. Device piston could not sense the reservoir. Customer's blood glucose was unknown. Customer was unable to prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Pump received with loose/protruded drive support disk. The pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test. Unable to perform the unexpected restart error test, occlusion test, prime test and no delivery test due to the compromised force sensor system alarm. Unable to verify prime anomaly and unexpected restart error alarm due to the compromised force sensor system.